Manufacturer narrative:
The implant fractured at the saddle. The radius on the large through hole is missing one side of the toggle. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 15, 2011.

Event description:
It was reported that patient underwent ankle syndesmosis procedure on (B)(6) 2011. During the procedure, the surgeon was using a hemostat to tighten each zip strand when the suture fractured between the buttons. The procedure was completed using a competitor's product with no reported injury to the patient or delay in the procedure.